Event description:
A distributor returned electrode belt sn (B)(4) and reported that electrode belt failed functionality testing.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation, the cable connecting the distribution node to the rear therapy electrodes was pulled from the strain relief, damaging wires. The root cause for the strained cable wa excessive force. No adverse event resulted from the strained cable..